Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain and oozing at the ipg site. The physician does not believe the oozing was device or procedure related. The physician believes the skin erosion was due to fatty tissue dissolving. The patient was given IV antibiotics. The patient underwent a pocket revision procedure. The physician moved the pocket above the right flank. The patient is reportedly doing well following the procedure.